Event description:
Home health nurse reports that the pt's new pump (serial number: (B)(6) maintenance due: 05/2025) is not working appropriately and has malfunctioned with code 20 replace lithium battery. Work around has been attempted to replace batteries but error message will not come off the pump's main screen. Nurse reports that she was able to use the pt's old pump to continue with infusion. No report of adverse event(s) due to product issue. Pharmacy replacing device. Device associated with event to be returned. Unknown if provider is aware. No further info. Reported to (B)(6) by: health professional.